Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, a continuous leakage of blood occurred at the adapter of the sampling body of two (2) devices. No patient impact reported.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies: fpa d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of sleeve leakage based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.